Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for elective generator change. The patient's leads were found to have normal electrical values. When the leads were viewed under fluoroscopy, it was discovered that there were externalized conductors present on the right ventricular (rv) lead. Therefore, the physician elected to cap and replace the rv lead on (B)(6) 2021. The patient had no symptoms and was stable before, during, and after the procedure.